Event description:
It was reported the customer's insulin pump was damaged. Customer stated there was a crack by their insulin pump's screen. The customer's blood glucose was 430 mg/dl. Customer has treated their blood glucose with a bolus delivery. The customer also stated there was cracks located by the battery compartment on their insulin pump. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.